Event description:
It was reported that the 9900 system had intermittent touchscreen and keyboard problem. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos board and hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.